Event description:
"The main way delivers the solution at the right rate, while the second way does not." No tracking information was provided; therefore, specific patient information, pump programming, details were not available. Though requested, no additional information was provided.